Event description:
An operating room supervisor reported the surgeon experienced no cutting, with aspiration continuing during a procedure. The probe was exchanged and the case was completed without pt harm.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reported info becomes available. (B)(4).